Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration. No product was returned to assist in this investigation. Based upon the info provided, most likely the endoleak that was experienced was due to the adverse nature of the patient's anatomy.

Event description:
Patient had aaa repair in 2007. One main body and two iliac leg grafts were placed. A proximal endoleak developed so nine months later, the patient underwent add'l repair. One main body extension was placed in the aortic neck in some very tortuous anatomy but did not seal the leak. The physician then placed two stents of another MFR in the aortic neck to finally get a sufficient seal. A small leak was still present but acceptable. The physician and radiologist were unsure if there was also a distal endoleak so a main body extension graft was placed in the right iliac leg graft to ensure patency.